Manufacturer narrative:
(B)(4). The fsr verified the error message on the perfusion screen. The customer was only using the alert level sensor, but the system was configured to detect both alert and alarm. The fsr re-configured the system to detect alert only. The unit operated to the manufacturer¿s specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the level sensor stopped working with error message: level sensor is disconnected. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the central control monitor (ccm) that was placed on this pump was the ccm from the cath lab that had not been used in some time. This ccm was placed on the system 1, because the original one needed repair. The ccm that was placed on the pump was not available, therefore field service representative (fsr) was unable to 100% confirm the configuration (he was returning the next day), and the system was set up with both alert and alarm. The perfusion team was use to using only one of the sensors with the other hlms. During cpb the message center displayed level sensor disconnected, the perfusionist was unaware that the ccm was configured with both of the sensors, therefore this alarm occurred. This alarm is in the message box in yellow, along with an audible alarm every one minute, depending on if there is no other alarm notification that is higher priority, and is a mutable alert. The ccm was reconfigured later that day, to only having one of the level sensors activated. This incident did not delay the surgical procedure being performed, the surgery was completed successfully, and the patient had no harm. There was no blood loss.

Manufacturer narrative:
If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.